Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during the procedure in 2007 and reported to have resolved nineteen days later. It was reported that on the event day, the pt experienced hypotension and was treated with i.v. Hydration. The condition is continuing and improved. Further info rec'd reports the hypotension resolved the following month. No additional info was available. Study event.